Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and showed that the display was blank. The investigation found the inverter board was faulty due the inverter board transformer being overheated and the he inverter board had burnt mark on it. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. An interior inspection showed signs of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The mushroom head check passed. The cause of the observed dried fluid could not be determined. An investigation of the device history records (DHR) was conducted by the manufacturer. The voltage test passed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of display issue was confirmed.

Event description:
A peritoneal dialysis patient reported a blank display issue on the cycler. The patient described the issue as the display having a line across the screen. Upon follow up with the patient, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. During the manufacturer evaluation the cycler's display inverter board was found to have thermal damage.